Manufacturer narrative:
Device label code for f10. Position 1: 1738. Evaluation: the iab was received for evaluation with the membrane noted to be completely folded. Blood was noted on the exterior of the iab and within the inner lumen. Kinks were noted in the catheter tubing and inner lumen. The sheath/hemostasis valve assembly (10 french, 6 inch) used with the iab was returned but was not present over the catheter tubing. The sheath was observed to be kinked near the sheath hub. The catheter o.d. Was measured and found to be within datascope's mfg specifications. With a vacuum drawn and maintained on the device, it was not possible to insert to insert the entire length of returned iab membrane through the returned sheath/hemostasis valve assembly due to the kink in the catheter and inner lumen at the proximal end of the metal sleeve. Probable cause of difficulty: based on the examination of the balloon catheter and the returned sheath, it was possible to verify the encountered difficulty but it was not possible to determine the exact reason for the rpt'd difficulty. N general, difficulty advancing the iab into the sheath may be attributed to one or more of the following: the user may have not drawn a sufficient vacuum on the balloon during its removal from the blister tray. If drawn, a vacuum may have not been maintained throughout the insertion procedure. During the insertion and advancement of the sheath, the sheath may have hit the opposing wall of the artery causing it to kink. The pt may have had a severe vessel tortuosity resulting in poor balloon insertion and advancement into the sheath. During iab insertion, the balloon tip may have hit the opposing wall of the artery as it exited the end of the sheath. The catheter and/or inner lumen kinked during insertion if the balloon was not supported by a guide wire. The catheter was held too far back from the site of insertion.

Event description:
The dr had difficulty inserting the iab into the sheath. The iab was inserted into the sheath and the iab was used. Event complications: unk - rpt'd 3/17/97, 5/8/97. Pt current status: unk - rpt'd 3/17, 5/8/97.